Manufacturer narrative:
(B)(6). (B)(4).neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010 the patient underwent posterolateral decompression and fusion l5 to s1. Preoperative diagnosis: lumbar foraminal stenosis at l5-s1, central spinal stenosis at l5-s1 bilaterally. Per-op notes: "...screws were placed and tightened. Once this was performed, the set screws were sheared off and then the posterolateral gutters were able to place half a large rhbmp-2 on either side with local bone graft placed inside the rhbmp-2 and also around it posterolaterally outside the canals, whereby the decompression had been performed by neurosurgery."